Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 5f mynx control vascular closure device (vcd) was deployed but bleeding did not stop. Manual compression was performed for 20 minutes to achieve hemostasis. There was no reported patient injury and the patient outcome was reported as recovered. The device was prepared and used according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The device was used in a percutaneous coronary intervention (pci) procedure via a retrograde approach. A non-cordis sheath introducer was used. The femoral artery suitability was verified by angiography, including appropriate insertion angle of the non-cordis vascular sheath introducer. The vessel diameter was greater than 5 mm. The puncture site had no visible calcium or plaque, vessel tortuosity was reported as mild, no nearby stent, no stenosis greater than 50%, and had not been previously closed within 30 days. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use. There was no prior percutaneous transluminal angioplasty or vascular graft in the common femoral artery. No anticoagulants, antiplatelets, or thrombolytics were used. The balloon did not lose pressure during preparation or patient use. No visible damage to the sheath, including the distal end, was observed after removal. The user was trained on the device. The device will be returned for evaluation.